Event description:
It was reported that the customer had problems drawing the insulin into the reservoir and the insulin did suck back in. It was stated that insulin from the reservoir leaked. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.